Manufacturer narrative:
During initial inspection of the ventilator, at the time of the event, the exhalation valve flow sensor was replaced and calibrated. However the ventilator continued to display incorrect expiratory tidal volumes. The referenced ventilator has been received by the manufacturer for further evaluation. As additional information is obtained, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Upon receipt and further failure analysis, the ventilator was found to have a faulty exhalation valve. The ventilator passed all performance testing following the replacement of the exhalation valve. (B)(4).

Event description:
A report was received stating, during patient use, and e360 ventilator intermittently displayed incorrect expiratory tidal volumes. Although the ventilator did not stop ventilating, the patient was removed from the device and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.